Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker exhibited low out of range pacing impedance measurements. Due to this a lead safety switch was triggered, leading to noise and oversensing. Reprograming of the system was performed and troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.